Event description:
It was reported that an asymptomatic patient presented to the or for normal device change out. Externalized conductors were observed via fluoroscopy. Electrical testing of the lead was normal. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.